Event description:
A surgeon reported during intraocular lens (iol) implant surgery, the lens shot out of the delivery system, causing a posterior capsule tear. A vitrectomy was performed and the pt was reported to be doing fine. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Complaint history could not be conducted, lot number was not provided. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).